Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Have you reached out directly to ethicon in the past regarding this event? If so, was a file number provided? Name of the ethicon mesh used? If in your possession, may we have a copy of your mother¿s operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and unknown mesh was implanted. Following the procedure, the patient experienced many complications and underwent a surgery for the mesh removal. It was also reported that there are still pieces of the mesh embedded in the patient. The patient is experiencing a chronic pain and underwent many treatments including physical therapy and botox injections, but nothing is helping. Examinations are also painful for the patient. Additional information has been requested.

Manufacturer narrative:
This medwatch report is being voided as it is a duplicate of medwatch report #: 2210968-2015-06047. Please see medwatch report # 2210968-2015-06047 for all information regarding this event.